Event description:
It was reported that the patient received and inappropriate shock due to t-wave oversensing (twos). The twos algorhythm on the device failed to prevent the inappropriate shock. The device sensitivity was reprogrammed, and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.